Event description:
Litigation papers allege: on (B)(6), 2009, patient was implanted with a depuy asr hip on her left side. Since her surgery, patient has experienced pain and loss of mobility. Patient may have to undergo revision surgery. ***update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to elevated cobalt levels and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on (B)(6) 2009, patient was implanted with a depuy asr hip on her left side. Since her surgery, patient has experienced pain and loss of mobility. Patient may have to undergo revision surgery.